Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair, the surgeon observed metal shavings emanating from 3 successive fms shaver burrs and falling into the patient's joint space. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient. See also mdrs 1221934-2010-00197 and 00198.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.